Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6) implanted: (B)(6) 2016 product type catheter product ID 8784, serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-aug-2018, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(6),, ubd: 23-mar-2019, UDI#: (B)(4). B3. Date of event: 2024-04-01 (month and year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 500 mcg/ml at 69.91 mcg/day via an implanted pump for an unknown indication for use. Per the office, the patient had more than expected for the reservoir volume at the last refill (exact refill date and volume amount unknown). Previous volumes at refills had all been accurate. No falls or injuries reported. The patient has had increased spasticity and pain (exact start date unknown). It was noted on (B)(6) 2024, the hcp attempted a catheter dye study. They were unable to aspirate the catheter or flush the catheter. The hcp said she felt resistance when trying to flush the catheter. The patient would be scheduled for catheter revision (not scheduled yet). The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was asked but unknown and medical history included cerebral palsy and cerebral quadriplegia.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that after the attempted dye study, it was determined that there could be an issue with the catheter. The date of the refill with the volume discrepancy was 2024-mar-21. The actual reservoir volume was 12.5ml, the expected volume was 4.4ml, and the filled volume was 40ml. The information was confirmed with the healthcare provider.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2017 : product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer representative (rep). Indicated that, at the time of this report, the catheter revision had not been scheduled yet.